Event description:
On (B)(6) 2023 fujifilm corporation was informed of an event involving eg-760r. It was reported that during a standard egd with biopsy, in the middle of the procedure, it went dark and popup message indicated to disconnect and connect scope from processor which issue persist still. The patient was already under anesthesia and another scope was needed to proceed with procedure. The patient was sedated, the malfunction only affected patient by prolonged time of procedure. There was no death associated with the event.

Manufacturer narrative:
While preparing the MDR, hcus ra noticed that the initially documented aware date of the complaint of (B)(6) was incorrect. The actual hcus aware date, based on the work order is (B)(6). Hcus ra submits this MDR as soon as possible.